Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. Ge healthcare recommended to the hospital to replace the flow sensor.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.